Event description:
It was reported that the patient presented for a follow up in clinic. The patient's left ventricular (lv) lead exhibited failure to capture. Venogram testing revealed that the lead had dislodged. The lead was capped on 13 sep 2021 and no new lead was implanted due to patient anatomy. There were no patient consequences and was discharged the same day.